Manufacturer narrative:
The customer contacted a siemens customer care center and stated that their quality controls were within acceptable ranges. The instrument data showed "event 15107 error in result calculation" for the initial run of the sample which produced a result as "error". The customer stated that the sample came to them as a poured off serum sample. The customer recommends the collection of sample in a serum separator tube (sst). A siemens customer service engineer (cse) was dispatched to the customer site. The cse performed a total service call, inspected the probes and performed angle dispense tests. The cse verified probe alignments and high speed spinner/dilution well spin rates. The cse then inspected the system fluidics and ran watertest. No hardware issues were found. The customer stated that the alternate laboratory requested the sample to be drawn in plain red top tubes, not sst. The customer performed further estradiol dilution studies, which led them to believe that there were no issues with the original sample. The customer initially ran dilution study for estradiol using sample ids 10005161431 and 10005161430 with known results. The diluent used was kit lot 122. After performing the initial run, the customer realized that the diluent was expired. The customer performed a second run with fresh diluent, same kit. A third run was performed with manual dilution where the customer diluted estradiol diluent with 1:2.5 dilution factor. Finally, the customer performed testing using diluent kit 123. The customer also performed dilution study on a survey sample and another patient sample which required dilution. Later, the customer ran afp dilution run, which ran without error. The customer stated that the error message on the initial estradiol run for the sample in question had prompted them to perform the dilution even though they did not know if the sample required dilution. The customer acknowledges that the sample in question was run using an expired estradiol diluent. A siemens headquarters support center specialist reviewed the instrument data and determined that there were potential handling issues with the sample, reagent, and diluent tube. The observations may be result of bubbles or foam in the sample, reagent, and diluent tube which cause inconsistent results. There was a reagent level sense issue in the reagent wedge compartment 1 that impacted the low count per second for the initial result which could not be calculated and the value observed was indicative of foam or bubbles in the reagent wedge. Insufficient reagent pipetting can result in low counts. The level sense on the sample tube was inconclusive as there was only 1 pipetting from the sample tube during the initial run. There were inconsistencies with the sample level sense on the runs yielding results of 73.2 and 45.5. Lack of sample in the reaction could cause high counts on the estradiol assay. The result obtained with 1:100 dilution had inconclusive sample level sense, while all other dilutions were consistent. There were inconsistencies in the diluent tube level sensing for 1:5, 1:10 and 1:200 dilution, which could be the cause of bubbles or foam in the diluent tube and lack of diluent in the reaction, which could yield inconsistent results. The dilution well level sense was inconclusive for the result with 1:100 dilution run, while all other runs were consistent. The cause of the discordant, falsely elevated estradiol results on one patient sample is unknown. The cause of the sample in question being diluted with the expired estradiol diluent was due to the user error. The instrument is performing within manufacturing specifications. No further evaluation of device is required.

Event description:
Discordant, falsely elevated estradiol results were obtained on one patient sample upon neat testing and several dilution runs on an immulite 2000 xpi instrument. The sample had initially resulted as "error" and upon repeat neat run had provided a numerical value. The sample when diluted with several dilution factors, the values decreased with subsequent lower dilution. None of the results obtained on the immulite 2000 xpi instrument were reported to the physician(s). The sample was then sent to an alternate laboratory where it was tested on an alternate platform, resulting lower. The customer stated that they will not report the result for this patient sample and intends to obtain a new sample draw from the patient and send it to the alternate laboratory for testing. There are no reports of patient intervention or adverse health consequence due to the discordant, falsely elevated estradiol results.